Event description:
Boston scientific received information that during a follow up high out range pacing impedances were displayed on this device and right ventricular lead. An x-ray as well as interrogation measurements were sent to technical services for review. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.